Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the device was not cutting the tissue properly. A second device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The blade failed the sharpness test, hence the device would not cut during the procedure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.